Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check was performed, location of occlusion was not identified. Customer changed pump supplies and reportedly, resumed insulin therapy. Customer's blood glucose was within range (value not provided).